Event description:
Japanese distributor reported that a flush device, used to maintain patency of blood pressure line, separated into two parts, thereby allowing unhindered arterial flow onto bed. Problem was discovered before excessive blood loss; therfore, pt suffered no adverse consequences.